Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and a33 and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarms no delivery during each reservoir change. Customer also indicated that the pump was dropped but nothing appears to be broken. Customer indicated that high blood glucose of 500 mg/dl has been experienced recently. Troubleshooting advised to perform the high pressure test which passed and found that there were no air bubbles in tubing. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.